Event description:
It was reported that the right atrial (ra) lead was believed to have dislodged soon after implant in 2006. The ra lead was nonfunctional. There was no sensing and no pacing. Dislodgement was confirmed. The ra lead was programmed off. The ra lead was extracted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, and failure to sense. As received, a partial lead (only distal portion) was returned in one piece. X-ray inspection found the helix was damaged consistent with procedural damage. Unable to perform helix mechanism/ extension length test due to helix being bent/stretched. The reported events of failure to capture and failure to sense were not confirmed. Electrical testing did not find any indication of conductor fractures however an internal short between conductors was found due to damaged inner insulation consistent with procedural damage.